Event description:
Medtronic received a report that a pipeline flex with shield technology failed to open. The patient was undergoing surgery for treatment of an unruptured, aneurysm. Dual antiplatelet treatment (dapt) was administered. Patient status was "alive-no injury" at the time of the report. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The following information was unknown and not available: if there were any patient symptoms or complications associated with this event, vessel tortuosity, if pipeline was positioned in a bend, how much had been deployed when it failed to open, how many times it was resheathed, if additional steps or other devices were required to open the pipeline, if it was resheathed and removed from the patient with the microcatheter. The pipeline was removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.